Manufacturer narrative:
H6 - type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated that a 13.2mm vticm5_ 13.2 implantable collamer lens of diopter -9.5/1.0/090 (sphere/cylinder/axis) tore/broke during injection/ delivery into the patient's right eye (od) on (B)(6) 2024. There was patient contact but no patient injury. The lens was implanted and removed intraoperatively on (B)(6) 2024. A replacement lens of the same length/model was implanted. The problem was resolved. The cause of the event was reported as unknown.